Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (impact code), d8, g2. Additional information added to fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was evaluated by a third party and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by thermal and mechanical induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope sheath ceramic tip was damaged. The issue occurred during preparation of use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.